Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 245 to 304mg/dl at the time of incident, and also went down to 48 mg/dl. The customer indicated that her diet and pump settings recently changed. The customer declined to troubleshoot for low blood glucose and no delivery.